Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose level. Reportedly, the customer¿s continuous glucose monitor read ¿high¿; however, a specific bg value was not provided. The customer acknowledged that the battery depleted as expected. The customer administered a manual insulin injection to address high bg. The customer alleged that the pump battery depleted faster than expected and ultimately shutdown. System check was performed by tandem technical support and no issues were identified.